Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported differences in his sensor glucose and blood glucose readings. The customer stated he had a blood glucose reading of 184 and a sensor glucose reading of 305. The customer's current blood glucose was 184 mg/dl. The customer could not recall any significant events leading to the issue. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.